Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).investigation summary: the photo provided by customer exhibits clear lack of tension ring used to keep tubing on the silicone pump segment placed in infusion pump. This will lead to leakage and separation verifying the customer's complaint. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Root cause description: the root cause remains unknown without a sample available to investigate. It is to be known that proper loading technique be stressed when loading infusion pumps as failure to follow protocol has lead to this failure before.

Event description:
It was reported that as lvp ss bag 20d tex leaked. The following information was provided by the initial reporter: material #: 22000-b007t. Batch/ lot #: unknown. It was reported that the tubing was leaking from the section that sits in the pump. Verbatim: "I followed up with the charge nurse for the leaky gemcitabine from monday. It was a tubing leak from the section that sits in the pump."